Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones and was seen for a follow-up visit. The device showed an alert for high out-of-range pacing impedance measurement, measured at 2050 ohms on the right ventricular (rv) lead. Currently, pacing impedance measurement is at 1700 ohms from test performed and trends are stable. Boston scientific technical services discussed troubleshooting steps and programming options with the physician. The physician reported no impact in capture and device showed good threshold level. There were no abnormalities during troubleshooting. No adverse patient effects were reported. The device and rv lead remain in-service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones and was seen for a follow-up visit. The device showed an alert for high out-of-range pacing impedance measurement, measured at 2050 ohms on the right ventricular (rv) lead. Currently, pacing impedance measurement is at 1700 ohms from test performed and trends are stable. Boston scientific technical services discussed troubleshooting steps and programming options with the physician. The physician reported no impact in capture and device showed good threshold level. There were no abnormalities during troubleshooting. No adverse patient effects were reported. The device and rv lead remain in-service.